Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio2: 4.5; lab: 8.2. Time between tests was 4 hours. Therapeutic range 2.9-3.1. Pt hospitalized after inratio result was taken when they did a cbc and saw patient's hemoglobin was 6. Lab result was done when the pt was hospitalized. Customer noted that pt had suffered some nose bleeds. Pt took "restful legs" herbal supplement a week ago - customer describes this as a "potent" mixture of herbs.